Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had the therapy on once and there was a problem where it felt like a shock to them so they turned it off and it has never been put back on. At the time patient felt the shock they were using the patient programmer to program their device but caller did not know further details as to why the shock occurred. Caller asked for assistance using external devices to connect to ins and turn therapy back on again. Caller confirmed they turned therapy back on with amplitude at 0.8 and patient felt stimulation sensation comfortably.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.